Manufacturer narrative:
The suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center confirmed the occurrence of the reported ¿green image¿ and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during an unspecified procedure, the video telescope displayed a green image twice. No further information was provided but there was no report about an adverse event or patient injury.